Event description:
Intact non-disposable endoclose device given to physician. When trying to use it, it was identified that the tip of the device had come off. An x-ray (flat plate of abdomen) revealed tip in patient's subcutaneous tissue. The tip removed intact.